Event description:
The customer reported that during treatment to the prostate, and immediately following a treatment interruption due to machine interlock, the patient claimed that he had a burning sensation. The sensation continued even when the therapists entered the room, after the treatment was finished. The treatment dose at the time was 6120 cgy out of a planned 7740 cgy. Following this event, the patient continued with the remaining treatment sessions.

Manufacturer narrative:
The patient was examined by the treating physician and had a slight erythema of the right buttock (slight skin reddening) that was not different from any other patient being treated in this region. The treating physician stated that the patient is fine and he was not harmed. The patient continued with the remainder of his treatment. Varian has taken the decision to report as adverse events all cases where a patient is referred for examination by a physician as a direct result of a malfunction incident. The cause of the malfunction remains under investigation. Additional follow-up to this MDR is expected when the investigation is complete.